Manufacturer narrative:
Returned device was received in good physical condition with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, no issues were found with the returned pump. The downstream sensor will be replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a double beep no cassette during testing. There was no patient involvement.